Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer adjusted pump supplies and resumed insulin therapy. Customer's blood glucose was in the range of 200-267mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.